Event description:
Boston scientific received information that remote monitoring of this device and right ventricular lead displayed a high out of range impedance measurement. This information was provided to the physician and is being further monitored. No adverse patient effects were reported.

Event description:
Subsequent out of range measurements have been obtained. This system remains monitored remotely.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
According to available information, this device remains implanted and in service.

Event description:
Additional information was obtained. A follow up visit was performed. When the alert was reset, a further alert was triggered. All measurements were acceptable. The out of range impedance measurements are known and expected for this patient. The system will be monitored remotely.